Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the device is approaching the need for device replacement. Concomitant product: 694965 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient received over fifty inappropriate shocks over the course of two hours. The patient subsequently experienced a deterioration in cardiac/pulmonary condition and required intubation. Device interrogation showed the right ventricular (rv) lead had a sudden increase in impedance and was high. Multiple arrhythmia episodes were detected due to oversensing of noise on the lead and resulting in the inappropriate shocks. A lead fracture was confirmed. The lead was explanted and replaced. It was also noted that the device reached elective replacement indicator due to possible premature battery depletion caused by the inappropriate shocks given to the patient. The device was explanted and replaced during the lead revision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.